Event description:
Caller indicated the relion micro meter was giving high readings. Customer was not feeling well, felt like his bg was low. He did test and got reading of 92 a few minutes later he passed out. His roommate gave him a glucose tablet. He tested with a different meter about an hour after the first test and the reading was 58. Customer only has 1 strip left and needs to use it so he will not be returning strips. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.